Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a dual square wave bolus. The blood glucose reading was 200 mg/dl. The customer's father stated that they had had issues keeping the blood glucose levels down. He stated that the customer experienced a series of low blood glucose events and that the adjustments made for the low events were the reason for high blood glucose. He noted that they were having basal issues. No significant events leading to the alarm were observed. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.